Event description:
Customer reported her husband received a suspected false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(6), lot 30782g, reader sn (B)(6). Individual tested negative with a lucira covid-19 pcr test half an hour after the suspected false positive result. Customer states individual tested negative with a total of three lucira covid-19 pcr tests over the next 48 hours (exact frequency of testing on exact dates was not specified). Individual had no symptoms at the time of testing, however, customer states individual had covid-19 in january and had another booster in march. Customer states individual was testing as he was going to visit vulnerable family members. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were no previous similar complaints against involved lot for this issue. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.